Event description:
Additional information was received that surgical intervention was performed, the right ventricular (rv) lead was surgically abandoned, and a new non-boston scientific lead was implanted. The generator remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that high, out of range, right ventricular (rv) lead pacing impedances were detected on this rv lead and implantable cardioverter defibrillator (ICD) system and transmitted through the patient's remote monitoring system. It was also transmitted that tachy therapy for the ICD had been programmed to monitor only. At this time, available information suggests that the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.